Event description:
During its post-market surveillance activities on 12-apr-2022, penumbra inc. Became aware of a journal article titled, "neonatal arterial thrombosis: treatment via a patent ductus arteriosus" (patel et al. 2021). In this study, two patients were treated for neonatal arterial thrombosis in the descending aorta, iliac, and renal arteries using indigo system aspiration catheter 6 (cat6) and indigo system aspiration catheter 3 (cat3). In one neonatal case, following improved patency in the descending aorta and iliac arteries after use of the cat6, the cat3 was used coaxially inside the cat6 to perform thrombectomy in the left renal artery. During this time, the patient developed progressive abdominal distention, desaturation, and carbon dioxide retention with both metabolic and respiratory acidosis. Angiography did not demonstrate extravasation or filling of the left renal artery. Abdominal ultrasound demonstrated bowel wall edema. It became apparent that the patient had developed abdominal compartment syndrome secondary to acute reperfusion of the abdominal organs. The patient had a respiratory arrest and received cardiopulmonary resuscitation, which was discontinued after discussion with the family. Autopsy demonstrated left renal artery thrombosis without evidence of vascular injury. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
Potential adverse events in the labeling with indigo system include, but are not limited to, hematoma or hemorrhage at the site, vessel spasm, intracranial hemorrhage, ischemia, including death. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2022-00202.